Event description:
It was reported the patient's healthcare professional (hcp) was planning on moving the implantable neurostimulator (ins) deeper into the pocket because the patient was having pain in the area of the ins pocket even though it had been more than a year since surgery. When the hcp opened the ins pocket they noted a good amount of purulent drainage. The hcp determined at that time it would be safer to remove the leads and ins and let the infection in the pocket clear up. A culture of the device pocket was done and the organism along with the infection type was unknown. The patient was started on keflex and was to be monitored. The antibiotics would be changed if the culture deemed it necessary. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3778-75, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: lead. Product ID: 3778-75, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: lead. Product ID: 37744, serial# (B)(4), product type: programmer, patient. (B)(4).